Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. The customer stated that the issue was resolved in the past by removing and reinserting the battery but it didn't work for this time. Blood glucose value was 126 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer's parents approved the insulin pump to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.